Event description:
Customer reported his insulin pump got wet and now it's not working. The device got wet on (B)(6) 2014. Customer had the device in his pocket and jumped in the pool. Customer's blood glucose is 233 mg/dl. The device is vibrating without an alarm or alert. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. Moisture damage was noted on the electronic and motor assemblies.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.